Manufacturer narrative:
(B)(4). The reported complaint of "waveforms not being displayed" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative serviced the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "fos waveform disappearing from the display when on dc power while in use on patient. Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "fos waveform disappearing from the display when on dc power while in use on patient. Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is "unknown"